Manufacturer narrative:
The pump was not returned to animas. Pump delivery settings and delivery history were reviewed with the patient and deemed accurate. There was no mechanical pump issue discovered during troubleshooting. The animas customer support representative advised the user to be in contact with her health care professional regarding pump delivery settings.

Event description:
The patient reported that she was hospitalized 5-6 times over a two month period due to either low or high blood glucose levels. She reportedly went to the emergency room each time and was not admitted. She mentions the most recent event was the evening prior to contacting animas. She was reportedly taken to the emergency room by an ambulance with a blood glucose level of 33 mg/dl. She states her boyfriend called for an ambulance after she passed out. She says she took two bolus doses the same day before she went to the emergency room that she deemed appropriate.